Event description:
It was reported that the patient was not getting sufficient relief and patient was feeling zapping sensations when stimulation was on. The patient underwent spinal cord stimulation (scs) explant procedure. Patient recovered well. No product will be returned, per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7072151, UDI: (B)(4).